Event description:
The complaint/event involved a 8" (20 cm) ext set w/1.2 micron filter, clamp, rotating luer. The 1.2 microfilter reportedly 'broke off the blue part of the filter piece' and this resulted in leaking total parenteral nutrition (tpn). The tpn infusion was then stopped the rest of the tubing was examined and it looked patent. The materials department was called to replace the filter. The customer wiped the ends down with an alcohol pad and restarted the tpn infusion. Pharmacy supplied a new filter and the tpn was not wasted. The patient was sleeping at the time of the event and no known factors contributed to the filter coming apart. There was no report of human harm, however there was an unspecified delay in therapy due to the required infusion pause, and the need for a new filter for replacement and then restarting the patient's infusion.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Section e initial reporter full phone: (B)(6).

Manufacturer narrative:
One (1) photo was shared by the customer, where a tube separation from the inlet filter is observed, the customer is also shown the item and lot information, and no additional anomalies besides the mentioned are observed. Based on the device history review (DHR) lot review of the lot in this complaint, it was confirmed that the issue is related to insufficient solvent applied during manual process assembly in ensenada. The DHR lot#13847714 was reviewed, and non-conformities were found that would have led to the reported condition on the complaint. D9 - device available for evaluation: no.